Manufacturer narrative:
The device was not returned for evaluation. The cause for the reported pericardial effusion is unknown. Date report submitted to FDA by manufacturer: 01/21/2011. Date the initial reporter provided the information to the manufacturer: (B)(6) 2010.

Event description:
It was reported the patient underwent an ablation procedure using a therapy cool flex catheter. Following the procedure, during the patient's hospitalization an echocardiogram revealed a pericardial effusion. The physician believed the effusion was the result of the ablation procedure but did not attribute it to the use of the cool flex catheter. There were no consequences to the patient.